Event description:
It was reported that pt complained of pain. Took out acetabular cup. Replaced with new cup.

Manufacturer narrative:
The following other hip devices were also listed in this report: trident 10deg x3 insert 36mm ID, cat# 623-10-36e, (B)(4); 6.5 cancellous bone screw 16mm, cat# 2030-6416-1, lot# nl6mae; 6.5 cancellous bone screw 40mm, cat# 2030-6540-1, lot# 61lmha. It cannot be determined which, if any, of these devices may have caused or contributed to the pt's pain. Additional info (including x-rays and medical records) was requested. When completed, the evaluation summary will be submitted in a supplemental report.